Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was returned in two fragments (183cm from the proximal end, guidewire was broken at 15cm from the distal end). The guidewire was seen to be kinked in two locations, 51cm and 81cm. The proximal fragment was inspected and was noted to be broken along the nitinol tubing. The distal fragment was inspected, and the nitinol tubing was seen to be broken and core/ platinum wire exposed. The core wire distal end was observed through the distal tip dome. The torque device was not returned. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿guidewire distal tip broken/fractured during use¿ was confirmed during analysis. The reported event ¿guidewire torque problem¿ could not be duplicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there was no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was not tortuous. During analysis the guidewire was returned in two fragments (183cm and 15cm). The guidewire was also seen to be kinked. An assignable cause of procedural factors will be assigned to the as reported ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire torque problem¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of ¿procedural factors¿ will be assigned to the as analyzed ¿guidewire distal tip broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of 'handling damage' will be assigned to the as analyzed ¿guidewire kinked/bent' as the defect appears to be associated with handling of the product or portion of the product during removal from the hoop and preparation.

Event description:
It was reported that during the procedure, the access was built using the subject guidewire. The physician experienced difficulty while rotating the subject guidewire. The physician tried to withdraw the subject guidewire, however the subject guidewire tip fractured within the microcatheter. The physician removed the subject guidewire along with the microcatheter. The procedure was completed successfully using another guidewire. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
We have addressed the FDA request, received via email on 14 june 2024: ¿upon review, we have determined that the device identification information about the suspect medical devices conflicts with the data submitted to the global unique device identification database (gudid)." "Discrepancies were noted in the information included for some or all of the device identification fields of the electronic equivalent of the FDA form 3500a compared to the information included for the corresponding fields in the gudid." "Additionally, the ¿unique device identifier (UDI) #¿ field on the FDA form 3500a should contain the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols. Please verify that you have included the entire UDI in the ¿unique device identifier (UDI) #¿ field on the 3500a." We have reviewed the device identifier (di) and confirm that it is accurate and in alignment with the hl7 specifications released in 2017. Additionally, the 510(k) number has been corrected from from k032146 to k002907 in accordance with the global unique device identification database (gudid).

Event description:
It was reported that during the procedure, the access was built using the subject guidewire. The physician experienced difficulty while rotating the subject guidewire. The physician tried to withdraw the subject guidewire, however the subject guidewire tip fractured within the microcatheter. The physician removed the subject guidewire along with the microcatheter. The procedure was completed successfully using another guidewire. No clinical consequences were reported to the patient due to this event.